Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer treated was hospitalized and given injections through shoulder. Customer's current blood glucose value was 123 mg/dl and at the time of incident blood glucose value was 1000 mg/dl. Troubleshooting was performed. The customer was hospitalized emergency medical service was dispatched as a result of high bgs and blood glucose value when admitted to hospital was above 1000 mg/dl. The customer complained about sensor not working was per health care professional cause was diabetic ketoacidosis. Customer wearing the pump at time of hospitalization. The product was returned for analysis.